Manufacturer narrative:
(B)(4). The recipient reportedly experienced pain without device use. The recipient was not reimplanted. The recipient's pain has reportedly subsided. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The company was informed that the recipient's device was explanted. Advanced bionics is in the process of gathering more information. Once additional information is received, a supplemental report will be submitted.